Event description:
Facility called telecare (B)(6) 2025 for change in loc. Upon nurse arrival, facility stated pt. Was found on floor with head wedged between mattress and railing. Had foam coming out of his mouth. Pt. Was pronounced deceased. This is an me case. Body was pick up by coroners office. Me report was received (B)(6) 2026 determined caused of death was dementia. Contributing factors atherosclerosis and hypertension in manner of death natural.